Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right atrial lead that had dislodged. The lead was repositioned. During the procedure, the physician accidently cut the insulation of the right ventricular lead, and he replaced it. The next day, (B)(6) 2020, the atrial lead had dislodged again. The lead was explanted and replaced. The patient was stable.